Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that patient experienced increased pump powers and ldh of 6200 and hematuria. The patient was asymptomatic for increased heart failure or signs of reduced pump flows. A week later it was reported that the patient's power was consistently elevated and the hospital staff suspected thrombus in the pump. The patient's pump was exchanged and the patient remains ongoing with the new lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.